Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 26 months due to acute rheumatic valvulitis, and replaced with a mechanical valve. The explant operative report: indications for procedure states, "this (B)(6) gentleman had a mitral valve replacement and maze procedure approximately 3 years ago. This was performed for rheumatic mitral valve disease. Recently, he has had some increasing congestion and shortness of breath. Workup includes an echocardiography that shows severe prosthetic mitral stenosis. He has pulmonary hypertension. He has preserved left ventricular function and normal coronary arteries". Operative findings indicate, "the mediastinal and intrapericardial adhesions are extremely dense and difficult to lyse. The mitral valve itself is encased in scar tissue and the patient appears to have active rheumatic valvulitis. The scar seems to emanate from the preserved posterior leaflet and papillary muscles" operative details, " interatrial septum is thickened and somewhat scarred. It is difficult to expose the mitral valve but we were able to cut the sutures and dissect the prosthetic valve away from the annulus. In the left ventricular chamber, the valve is densely adherent to the walls and preserved posterior leaflet and papillary muscles. After a period of time, it is dissected free and removed. The bioprosthetic leaflets themselves do not appear to be heavily calcified. They are severely restricted by encroaching scar tissue. Attempts to continue debriding away the posterior leaflet, any residual anterior leaflet and additional scar tissue are difficult from an exposure standpoint...he is weaned from cardiopulmonary bypass without difficulty...[at the end of surgery] the patient was transferred to the cvicu in stable condition".

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, the valve shows dense section of host anatomy, measured to approximately 8mm in diameter, was fused by host tissue overgrowth onto leaflet 3 at the outflow aspect. The section and host tissue overgrowth covered most of leaflet 3, restricted mobility in the leaflet leading to stenosis. Also, at the outflow aspect, host tissue overgrowth fused the free margins of leaflet 3 with its adjacent leaflets, by approximately 7 mm with leaflet 1 at commissure 1, and by 4-5mm with leaflet 2 at commissure 3. Leaflets 1 and 2 are partially covered with dense layer of host tissue overgrowth. Host tissue encroached onto leaflet 1 by 9mm, and by 4-5mm onto leaflet 2. However, sharp edges of the dense host tissue overgrowth layer at mid cusp area at leaflets 1 and 2, indicated host tissue was cut off at explant. The cuts suggested that host tissue overgrowth most likely covered additional valve surface prior to the explant. Host tissue was moderate at the stent outflow and minimal to moderate at the stent inflow. No calcification detected in the x-ray. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The investigation indicates that host tissue overgrowth (pannus) is the primary cause leading to the malfunction of the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no indication of a device quality deficiency during manufacturing that may have caused or contributed to this event.